Event description:
It was reported that during the deployment of the acculink stent, the initial space between the marker and the stent on the delivery system was observed to change during the deployment of the stent. The space between the marker and the stent increased. As a result, the stent did not end up in the right position and a second stent was needed to be deployed. The procedure was difficult because the pt's head was moving all of the time, making precise positioning of the stent difficult. There was no negative impact for the pt as a result of this procedure.